Event description:
It was reported that this right atrial (ra) lead was a case of attempted implant unknown product performance anomaly. This lead was replaced with the same model. No adverse patient effects were reported.